Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the fourth inflation at just before 24 atmospheres for 30 to 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.